Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was having trouble communicating following an ipg revision on (B)(6) 2020 (related manufacturer reference number: 1627487-2020-01435). It was confirmed that surgery mode was not enabled prior to the procedure. Troubleshooting was able to resolve the issue and restore therapy.